Event description:
During percutaneous transluminal angioplasty to a superficial femoral artery lesion, contralateral approach, the amiia balloon catheter ruptured below rated burst pressure. The vessel had severe calcification and mild tortuosity with 90% stenosis. The guidewire was inserted across the lesion via a sheath introducer without difficulty. Then the balloon catheter was advanced to the lesion and was inflated using an indeflator. However, the balloon ruptured at four atmospheres. This balloon catheter was withdrawn and a boston symmetry balloon catheter was used without incident to successfully complete the procedure. Further information indicated that the product was prepared and clinically used as per its instructions for use. Additional patient-specific information was not available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This product (catalog log 4235020w) is distributed outside the united states; however, it is similar to united states pta balloon catheters.